Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h6. The reported is confirmed through evaluation of returned device. Visual examination of the returned product identified a steinmann pin is stuck in the reamer as there is debris between the reamer and pin. The reamer shows signs of use as well as wear and tear. The base and shaft of the device has scratches and knicks from use. The stepped cutting head has fractured in multiple places on the tip as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 31-406990, compr nano 7in steinmann pin; lot#: 67446671. G2: foreign: denmark. H3: the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - drill. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during intra-operative glenoid reaming, when the surgeon completed reaming, the steinman pin could not be removed from the glenoid post reamer. The black tip of the reamer appeared to be fractured. The hospital did not provide patient information, imaging, or operative records. No information was provided regarding intra-operative delays, device replacement, or other surgical impacts. No consequences or impact to the patient were reported, and no patient treatment was reported.